Manufacturer narrative:
(B)(4). The 81 per the user facility's biomedical technician, no part will be returned to the manufacturer for evaluation as it was disposed of. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the latch on the ultrasonic air sensor (uas) was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. A replacement part was sent to the user facility. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.